Manufacturer narrative:
(B)(4). Initial reporter: telephone number with extension (B)(6). Should additional relevant information become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device manufacture date was updated to 09/23/2004 (previously reported as 09/03/2004). The device was not returned; therefore, an evaluation could not be performed. A device history record review was not performed as the device is no longer a new build device. The service history review revealed no previous service events that would cause or contribute to the reported event of death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was not reported. It was unknown if the patient was hospitalized prior to death. It was reported that pd therapy was discontinued prior to the patient passing away. It was unknown if an autopsy was performed. No additional information is available at this time.